Event description:
It was reported the patient received the following results within 15 minutes: 370 mg/dl and 141 mg/dl. On (B)(6) 2021, the patient performed a second comparison with the same test strips within 15 minutes and received the following results: 230 mg/dl and 99 mg/dl.